Event description:
It was reported that a novum iq large volume pump did not pull from secondary during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent flow accuracy testing by infusing 25ml at 25ml/hour and the short, simulated therapy was successfully performed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Full release testing will be performed to ensure the intended functionality of unit. Should additional relevant information become available, a supplemental report will be submitted..